Event description:
Radiometer reference number: (B)(4). According to the complaint the customer experienced a software reboot after taking a measurement on a abl90 flex plus analyzer (serial number (B)(6)). This issue arose after upgrade to version 3.6. The analyzer did not have issues prior to the software upgrade. The service dump logs provided show four crashes between (B)(6) 2026 to (B)(6) 2026. In three of the crashes the sample was lost, the first sample lost was on (B)(6) 2026.